Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered inappropriate hv therapy while the patient was undergoing an unrelated surgical procedure. The patient was sedated at the time of the event. No intervention was reported. The patient was stable throughout.